Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) did not inflate. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) did not inflate. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had a large rupture and broken fabric threads from wear in the proximal end. The cylinder had a bulge in the proximal end when inflated with a syringe. The second cylinder was microscopically inspected and had wear at fold in the middle of the cylinder. The second cylinder had broken fabric threads from wear in the proximal end of the cylinder. The second cylinder had a bulge in the proximal end when inflated with a syringe. The momentary squeezed (ms) pump kink resistant tubing (krt) was microscopically inspected and were worn to the filament. The pump passed the leakage testing. The ms pump did not pass activation tests. The reservoir was microscopically inspected and had wear at a fold in reservoir shell. The spherical reservoir passed leakage test. This investigation was assigned to the conclusion code of cause traced to component failure.